Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the helix difficulty allegation as based on a passing helix mechanism. A visual inspection showed the lead tip/helix appears normal, not damaged nor deformed. In addition, the lead passed the electrical continuity test, hipot and stylet insertion test. Furthermore, the no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this lead was not successfully implanted. During implant of this lead, the physician was trying to extend and retract the lead that took 12 to 14 full turns. However, the lead helix would not extend or retract. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted. During implant of this lead, the physician was trying to extend and retract the lead that took 12 to 14 full turns. However, the lead helix would not extend or retract. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.